Event description:
It was reported to physio-control that the customer's device lost power multiple times while monitoring a patient. The reported loss of power did limit the customer¿s ability to monitor; however, the customer advised that the reported failure did not cause any adverse effect to the patient. The patient did not require defibrillation therapy. The customer further stated that following the reported power loss, the device could be manually powered back on to continue care.

Manufacturer narrative:
A service agent examined the customer's device but was unable to duplicate the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.